Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the stent balloon burst due to severe and hard calcium. The procedure was completed with a different device. No patient complications were reported, and the patient was stable post procedure.